Event description:
It is reported that while reaming for the lag screw the tip of the reamer came in contact with the nail and broke off.

Manufacturer narrative:
Evaluation summary: results of a complaint history search showed this issue has been observed before. Based off of previous complaint, the threaded pin contributed to the tip of the reamer fracturing. However, this complaint points to the fracturing being caused by the reamer coming into contact with the nail. Therefore, the most probable root cause is the reamer coming into contact with the nail during the surgical procedure. This cause cannot be verified with absolute certainty. Evaluation: one product was returned for investigation . As returned, the reamer was confirmed to have a fractured tip. Device history records and device lots were reviewed and found to be conforming at the time of manufacture. After measuring the part, no deviations from specifications were found in the locations measured. The part had a potential field age of approx 18 months and appeared to have been heavily used. Upon visual inspection, the product had significant scratches at the tip indicative of use. Scratches were also observed at the distal end of the product in two separate locations. Hardness testing was performed on the device and the reamer was confirmed to meet print specifications. The investigation could not verify or identify any evidence of product distribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened.